Event description:
(B)(4). The above date is a guess. I had essure implanted before then, and upon implantation, I had a persistent ache in my pelvic area. When I coughed I could feel the coils. Now, in 2014, when I sit around the house I feel them, when I go to bed, when I go for a walk when I do anything I feel them. Sometimes my pelvis is so inflamed that it hurts to have a bowel movement. I am almost always bloated, and during the week of my menstrual cycle it is the worst. None of my clothes will fit, I am uncomfortable. On top of the bloating, I am in excruciating pain the entire time of my cycle. I have to double up on protection especially when I go to bed at night, so that I don't destroy my clothes/sheets. My hormonal balance is out of whack now. I'm growing hair on my chin, and I have awful mood swings during menses. I am constantly tired. I never have energy. I fall asleep at inappropriate times in inappropriate places. I am constantly sore. My joints ache, I've burning feelings like "hot spots" throughout my body at times, I have a diminished sex drive, and vaginal dryness, my eyes blur to the point that I can't focus several times a day. These are all they symptoms that I can think of at the moment. I'm sure there are more.